Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and nine months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. It was reported during the procedure, the surgical valve was ¿fractured¿ without incident at the discretion of the implanting physician for a residual gradient post transcatheter aortic valve (tav) deployment. No additional adverse patient effects were reported.